Event description:
It was reported that the pulse generator could not be interrogated despite using several different programmers. A surface ECG showed that the pulse generator was operating in voo mode, 67 ppm. The patient under went computed tomography (CT) investigation several weeks prior. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Product code corrupted including the ID bit final analysis found that the pulse generator was in back-up vvi mode due to unknown reason. The ID bit could be changed from etp and the product code could be downloaded. The battery was replaced and pacing was monitored and the device went into bvvi mode within 24 hours due to unknown reason. Normal battery currents were measured during analysis. The hybrid manufacturer was unable to reproduce the problem.